Event description:
An abbott hospital representative was notified by the user facility of a pt death while a device was in use. The event occurred in 1997. At the time of the event, there was no complaint registered by the user facility. It was reported in 2000 due to pending hospital litigation. It was reported that the pt was receiving fentanyl via an epidural catheter for surgical pain control x 3 days prior to the reported event. There was no info or detail available related to the specific prescription or actual event that occurred. Though requested, there was no further info available.